Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported that at an unspecified time, the patient notified the staff that while ambulating to the bathroom, the patient hit a "bump" and the pump powered off by itself without sounding an audible alarm tone. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.